Event description:
Customer reported that while pt is connected to the pt monitor during routine monitoring, the ect signal would disappear (flatline or drift off screen) from the display. Criticare systems sales rep visited the customer site and reported the customer is not using criticare approved ECG electrodes. The monitors in question did correclty alarm with an 'ECG lost' message when the ECG signal disappeared. The sales rep tested one of the monitors in question by applying it to himself and also on a simulator with no loss of the ECG signal. Additional visit by criticar engineering personnel found the customer using non-criticare approved ECG electrodes and a mix of non-criticar ECG cables (shielded versus non-shielded). At the time of the engineering visit, a noisy ECG signal was observed only once and was caused by poor pt prep due to the attending physician having to reattach a loose left leg (ll) ECG electrode. The customer has reported no adverse pt outcome.

Event description:
Customer reported that during routine pt monitoring, the ECG signal would drift off screen or go flatline. Following loss of visible ECG complexes, the monitor would alarm "ECG lost". The customer reported no adverse pt outcome.

Event description:
Customer reported that while pt is connected to the pt monitor during routine monitoring, the ECG signal would disappear (flatline or drift off screen) from the display. Criticare systems sales rep visited the customer site and reported the customer is not using criticare approved ECG electrodes. The monitors in question did correctly alarm with an 'ECG lost' message when the ECG signal disappeared. The monitors in question did correctly alarm with an 'ECG lost' message when the ECG signal disappeared. The sales rep tested on of the monitors in question by applying it to himself and also on a simulator with no loss of the ECG signal. Additional visit by criticare engineering